Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: *d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' It was reported that during implantation for tooth sites 16 and 17. The patient experienced pain and hemorrhagic bleeding on the patient¿s initial bandage. The site was grafted, and another implant was not placed. The doctor suspected drug addiction. The patient smoked and had type iii bone density. Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) and one (1) tsvwb11 (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. A visual evaluation was performed, there was debris on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. Measurement¿s match drawing, they were measured by using caliper. This complaint refers to device tsvwb11. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1261505 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : pain.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per risk management file, the most likely root cause determined from the investigation was missing or confusing instructions for use, inadequate treatment planning or the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the patient presents with pain and hemorrhagic bleeding on the initial bandage. The doctor suspects drug addiction. The doctor confirms that the procedure was not concluded with the placement of another implants. The affected dental positions are #16 and #17.